Event description:
The customer reported the system intermittently would not display an image. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and cleaned and relubricated the high voltage cable connectors. The system operates as intended.